Event description:
On 03/03/2000, the facility's interventional radiologist info the distributor's marketing mgr of the following: two (2) huber needles bent when placed in device attempting to access the pt. They do not think the needle was defective, think the needle size was changed? No further details were provided.